Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range, leading to the customer experiencing an elevated blood glucose level of 220 mg/dl. Customer's mother delivered a correction bolus to the customer due to the customer being incapacitated from the elevated blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.